Event description:
Fill volume: unknown - anp. Flow rate: 10ml/hr, procedure: unknown - anp. Cathplace: unknown - anp. An international distributor reported that an infusion ended sooner than expected. It was reported as, "flowing too fast". There is no sample available for return. Additional information was received on (B)(6) 2015. The exact occurrence date was unknown, but it was between the (B)(6) 2014. The infusion completed after not much more than 24 hours. Expected infusion time was 40 hours. Following the event, the patient reported the wound area feeling numb. Additional patient information was not available. Additional information was requested, however is not available at this time.

Manufacturer narrative:
Method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as no device was available for an eval, no device testing methods were performed and results cannot be obtained. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specs, including the quality control acceptance criteria prior to release. Factors that affect flow rate include, fill volume, viscosity and/or drug concentration, pump position, temperature, storage and external pressure. Per the instructions for use (IFU) (14-60-580-0-04), the device is intended to provide continuous delivery of medication (such as local anesthetics) to or around surgical wound sites and/or close proximity to nerves for preoperative, perioperative and postoperative regional anesthesia and/or pain management. Conclusions: the device was not returned to halyard for an evaluation, therefore we are unable to determine a cause for the reported event limited information was provided by the reporter. Total fill time, infusion start/stop times, use conditions, patient condition, drug information and user experience were not reported. Therefore, it is unknown if the device was used in accordance with the instructions for use. Per the IFU there are several factors that may affect flow rate including fill volume, viscosity and/or drug concentration, pump position, temperature, storage and external pressure. Per the DHR, the lot met the process specifications, including the quality control acceptance criteria prior to release. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.